Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between 03/07/14 - 03/14/14. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the device was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap with povidone-iodine had a dry sponge, though it was brown. This was noted before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.